Event description:
It was reported that the patient was brought to the hospital by ambulance and was pronounced dead upon arrival. It was also reported that no pacing spikes were seen on the ECG, and there was an apparent lead fracture. The device and lead were explanted and returned for analysis. The cause of death has been requested but not received.

Event description:
It was reported that the patient was brought to the hospital by ambulance and was pronounced dead upon arrival. It was also reported that no pacing spikes were seen on the ECG, and there was an apparent lead fracture. The device and lead were explanted and returned for analysis. The cause of death was provided by the coroner as scleroderma and a questionable arrythmia.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: lee040682v no anomalies found; full lead returned. A fracture was not found. Evaluation summary: pjd424480h: no anomalies found. Cause of death was requested but not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned. A fracture was not found, and electrical continuity of the conductors was within specification. No anomalies found. Visual examination of the conductor block found no anomalies with the grommets or setscrews. No abnormal output or sensing conditions were identified. Other: it was reported that the patient was brought to the hospital by ambulance and was pronounced dead upon arrival. It was also reported that no pacing spikes were seen on the ECG, and there was an apparent lead fracture. The device and lead were explanted and returned for analysis. The cause of death was provided by the coroner as scleroderma and a questionable arrythmia. Actual device involved in incident was evaluated. Electrical tests performed. Visual examination: mechanical tests performed. Device performed according to specification. Device evaluated and alleged failure could not be duplicated. Pace, failure to.